Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, attempted to insert power trialysis dialysis catheter into right internal jugular vein. Preparation, drape, local infiltrated. Scar tissue at site of insertion with ij lying over carotid artery. Careful insertion until able to aspirate dark venous blood. First attempt at inserting wire able to insert up to 10cm and then unable to insert further. Wire retrieved. Blood aspirated from needle without issue. Re-attempted insertion of wire again. Obstruction again however this time, resistance on removing guidewire. Needle removed but still unable to initially remove guidewire. Multiple attempts to retrieve wire before finally able to pull out. Then noted wire split and concerns made for retained wire in internal jugular vein. Dynamic ultrasound identifying radio-opaque material 10 cm from insertion downwards. No wire visible at site. Consultant examined wire, requested referral to interventional radiology, who agreed to assist with retrieval of wire as an emergency procedure. Ir procedure went well with no complications. R) ijv wire retrieved angio showed occlusion/stenosis at svc.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed. The products returned for evaluation were one 18 g introducer needle and one 0.035 in. J-tip guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the core wire of the guidewire was confirmed to be broken, which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. ¿ damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. ¿ the distal weld tip of the wire was missing and could not be accounted for during the evaluation. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.